Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label, cracked reservoir tube lip and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump turn off on its own. Customer's blood glucose was unknown at time of incident. Customer stated that insulin pump had crack on insulin pump that goes from screen to top of insulin pump. Customer declined troubleshoot for high blood glucose and blank display. Customer advised to discontinue use of the insulin pump and revert to back up plan. Insulin pump will be return for analysis.